Manufacturer narrative:
A correlation between the report of gastrointestinal bleeding and the device could not be conclusively determined. The patient remains ongoing on pump support and no further related events have been reported at this time. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of the device ¿ 10 months. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during an admission for ventricular tachycardia treated with ablation, the patient experienced melena. At the time of the event, the patient's anticoagulation therapy included aspirin, warfarin and persantine. The patient was transfused with 1 unit of packed red blood cells. It was reported that the presence of arteriovenous malformation (avms) was confirmed. The gastrointestinal bleeding reportedly resolved on (B)(6) 2016. No additional information was provided.